Event description:
It was reported that three years, seven months and four days post a port placement procedure, the distal end of the catheter ruptured and migrated into the pulmonary artery. Reportedly, the migrated catheter removed by interventional radiology. The current status of the patient was unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the titanium slimport implantable port, chronoflex single-lumen, 6f that are cleared in the us. The pro code and 510 k number for the titanium slimport implantable port, chronoflex single-lumen, 6f are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one titanium bardport slimport implantable port attached to a catheter in two segments were returned for evaluation. Along with sample, one photo was provided for review. Visual, microscopic, tactile and functional evaluations were performed. Parallel splits were noted on the attached catheter 0.3cm from the distal end of the cath-lock. A complete diagonal break was noted on the distal end of the attached catheter. A complete diagonal break was noted on proximal end of the distal catheter segment returned. The edges of both splits in parallel on the attached catheter were noted to be uneven. The surfaces were noted to be round and smooth in one region and granular in the other. Residue was noted throughout the surfaces. The edges of the complete diagonal break on the distal end of the attached catheter were noted to be jagged. The surface was noted to be round and smooth on one region and granular in the other. Residue was noted throughout. The edges of the complete diagonal break on the proximal end of the distal catheter segment were noted to be jagged. The surface was noted to be granular in one region and round and smooth in the other region. Splits and residue were noted on the border of both regions. Therefore the investigation is confirmed for the reported fracture, material separation and identified deformation and wear issues. However, the investigation is inconclusive for the reported migration issue as further evidence of clinical conditions at the time of use would be necessary to confirm the event. Although a definitive root cause could not be determined, flexural fatigue (repeated/cyclic kinking of the catheter which can cause gradual tearing in the catheter) could have potentially caused or contributed to the reported event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the titanium slimport implantable port, chronoflex single-lumen, 6f that are cleared in the us. The pro code and 510 k number for the titanium slimport implantable port, chronoflex single-lumen, 6f are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that three years seven months and four days post a port placement procedure, the distal end of the catheter ruptured and migrated into the pulmonary artery. Reportedly migrated catheter removed by interventional radiology. The current status of the patient was unknown.